Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment, a blood pump (bp) rotor sliced the bp tubing open and induced air inside the lines. Following the incident, dialysis mode was simulated with blood tubing, saline, and dialyzer. The bmt could not find anything that would slice blood tubing and no blood pump module error code was found. The machine self test passed three times and function checks were completed. The blood module was replaced as a precaution. The estimated blood loss was unknown. The machine had a reported 77 machine hours. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst). The fst could not duplicate the reported problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment, a blood pump (bp) rotor sliced the bp tubing open and induced air inside the lines. Following the incident, dialysis mode was simulated with blood tubing, saline, and dialyzer. The bmt could not find anything that would slice blood tubing and no blood pump module error code was found. The machine self test passed three times and function checks were completed. The blood module was replaced as a precaution. The estimated blood loss was unknown. The machine had a reported 77 machine hours. Additional information was requested but was not received to date.